Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: material #: 2000e, batch/ lot #: 20046540. Additionally, I heard back from our emergency room at the user facility and they experienced this same issue on a different lot, #20046540. There has only been one issue reported from this lot so far.

Manufacturer narrative:
H.6. Investigation: no product or photo of the reported batch/lot number was returned by the customer. It was reported that the valve would not flush or pull back blood. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 20046540 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20046540 regarding item #2000e.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: material #: 2000e . Batch/ lot #: 20046540. Additionally, I heard back from our ER at the user facility and they experienced this same issue on a different lot, #20046540. There has only been one issue reported from this lot so far.